Event description:
Intra op, humeral fracture, broach fractured in canal. Left broach in place distal to stem, surgical fracture.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.